Event description:
It was reported by that prior to a breast biopsy procedure, a piece of plastic was noted in the collection chamber of the device. The technician had primed the instrument and had noticed the plastic before insertion into the pt. The site replaced the probe and continued with the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.